Manufacturer narrative:
No UDI information is available, the device was discarded by the customer. There is no evidence suggesting that the involved device did not meet the specifications.the sara flex was in use when the event occurred and, from that perspective, was involved in the event. The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
A fatal incident was reported to arjo by the customer representative (associate executive director). The resident fell from the lift and struck the head. On that time, one caregiver was assisting the resident to pull down the pants. The resident was transferred to a hospital and subsequently died due to the reported head injury. No clinical information regarding the cause of the collapse or any underlying medical condition was provided. It was reported that the resident had an unanticipated physiological event which, according to arjo move clinical consultant, "is recognized as a cause of a small % of falls."

Manufacturer narrative:
Sara flex is a mobile standing and raising lift, intended to assist caregivers to lift and transfer patients/residents from one place to another, e.g. To and/or from a chair, wheelchair, bedside, bath, shower/commode chair or toilet. In the instructions for use (04.kl.00. En rev. 10) stated: ¿while the patient is standing caregiver can help with the patient's clothing (i.e., dressing, undressing or toileting tasks etc.).¿ based on the available information, the resident unintentionally exited the sara flex during an intended-use activity. The investigation did not identify any evidence of device malfunction, sling failure, use error, inadequate training, or inappropriate resident assessment that may have contributed to the event. The available information indicates that the resident experienced an unanticipated physiological event resulting in a sudden loss of stability and subsequent fall. No arjo device malfunction was reported. The sara flex was in use when the event occurred and, from that perspective, was involved in the event. The event is considered resident-related and not attributable to the performance of the sara flex.